Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward failure event observed during analysis. Final analysis found an external insulation abrasion at 46.8 cm to 47.1 cm from connector pin, exposing the proximal coil. The abrasion is consistent with exposure to constant friction with another implantable device.